Event description:
Patient was undergoing a laparoscopic appendectomy. The endo stapler malfunctioned. Per surgeon, it fired the first time, and then jammed the second time it was fired. The stapler made a crunching noise as it was fired the second time, and never deployed its staples, it did open however. A new endo stapler was obtained and surgery completed without further incident. No harm to patient.